Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery on their implantable pulse generator (ipg) had not been "working" and that they had a "terrible time". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up was received and indicated that the patient's device had been at elective replacement indicator (eri) and that the patient did not tolerate the vvi 65 mode well. The patient complained of dyspnea which was noted to be cause by the vvi 65. No further patient complications have been reported as a result of this event.